Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
It was reported that the ventilator had a power failure, and the unit is not charging the battery. There was no patient involvement. The customer troubleshot with technical support. The customer found an error code in the ventilator diagnostic logs indicating battery failed. The customer reported the battery manufacture date was 08/24/2018. The customer was advised to replace the power management board or the battery. The customer reported the issue was addressed after replacing the battery. The customer reported the defective battery was disposed.